Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an infection. It was suspected that the infection was due to the pacemaker's leads and was confirmed due to redness and coughing symptoms the patient had. The patient's right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced, while the patient's pacemaker remained implanted. The patient was in stable condition.